Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high and low blood glucose. Customer's blood glucose was 248 mg/dl. The customer stated that she was having high blood glucose, while at hospital had a low blood glucose of 24 mg/dl and was treated in the hospital. The customer did not troubleshoot for high and low blood glucose. The customer will have the husband call back later to fully troubleshoot before they resume the insulin pump.